Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 14-jan-2016 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined the there was a timeout session. A technical support specialist (tss) reviewed the station logs for the timeframe provided and did not find any errors. The station database and resources were confirmed to be healthy, and no battery issues were observed. The only notable entries around the user¿s login time were several timeouts - 10 seconds messages, which aligned with the user¿s login attempts. Tss also reviewed knowledge article, usb devices and network adapters unresponsive and knowledge article, station slow login ¿ netbios and applied to fix the issue. Customer monitored and later confirmed that no further issues had occurred. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es, certified registered nurse anesthetist was kicked out of device while logged in and unable to log back into pyxis in the middle of case. After the pyxis logged out, user was not able to log back in, and the screen was not working. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.